Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.